Manufacturer narrative:
Concomitant medical products: dtba1d1, crt-d, implanted (B)(6) 2016; 5076, lead, implanted (B)(6) 2003; 6947, lead, implanted: (B)(6) 2003. Product event summary: the proximal segment of the lead was returned and analyzed and the distal conductor of the lead was fractured due to flexing while in vivo.

Event description:
The implantable pacing lead (ipl) was returned to the manufacturer after being explanted due to the patient receiving a heart transplant. The lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.